Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm had plunger issues. The following information was provided by the initial reporter : the customer reported that the stopper was separated from the plunger rod.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm had plunger issues. The following information was provided by the initial reporter : the customer reported that the stopper was separated from the plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/9/2021. H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the stopper was separated from the plunger rod. The returned syringe was examined and exhibited a broken plunger rod tip, which could cause the stopper to separate from the plunger rod. Unable to perform DHR check for stopper separates due to unknown lot number. Root cause for this defect cannot be determined. H3 other text : see h.10.